Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. As the lot # 16004711l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant bwi products: stockert 70 system; us catalog # s7001; serial # unknown. Cool flow pump; us catalog # cfp002; serial # unknown. (B)(4).

Event description:
During a left atrial tachycardia procedure, it was reported that a pericardial effusion was noted with an ultrasound catheter (non bwi product). A periocardiocentesis was performed. The patient was transferred to observation. The status of the patient is unknown.